Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and medical records. Review of available medical records confirms that the glenoid screw was not well integrated. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115732 410710 compr nano hmrl pps 32mm, 118001 076840 versa-dial/comp ti std taper pr adaptor, 113032 842820 versa-dial 42x18x46 hum head, 113952 932710 sm hybrid glenoid base 4mm. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded.

Event description:
It was reported in a clinical study that the patient had right shoulder arthroplasty and was experiencing pain and underwent and open biceps tenotomy approximately one(1) year one (1) month post initial surgery. Subsequently revised approximately two (2) years one (1) month post initial surgery due to aseptic loosening of implant and pain. The patient had soft glenoid bone and the glenoid post was found to be not well integrated. All implants were removed and antibiotic spacers were place. No infection findings were found. No additional patient impact has been reported.